Event description:
It was reported that while the surgeon was performing his last pass of reaming, the reaming chuck from the flexible reaming set came apart. The set screw did not stay tight. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The results of the product development evaluation are as follows: the flexible shaft connector was received partially assembled with the following components returned: main connector housing, knurled cap sleeve, two washers, one pin, a compression spring and a slotted set screw. One of the two pins which hold the washer/spring assembly in place was not returned. The device shows routine wear associated with normal use, as well as a fair amount of wear on the proximal jacobs chuck connecting post. The device was manufactured in 5/2011 and is approximately three years old. The flexible shaft connector is an accessory (also available) component to the flexible reamer sets used during implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn) and cannulated tibial intramedullary nails. The drawing was reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The components which were returned were able to be reassembled and found to function properly. After reviewing the related product drawings, complaint history and risk analysis, the complaint is determined to be invalid from a design perspective. It is likely that disassembly for cleaning, and subsequent loss of the pin and/or improper reassembly of this device led to the complaint condition, rather than any design deficiency. The device is determined to be suitable for its intended use. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The results of the additional evaluation are as follows: the device was produced and distributed in may 2011. There are wear and tear marks at the coupling end of the connector. The setting screw is loose and one of two pins is missing. The manufacturing review shows that the production procedure was according to the specifications and the setting screw was locked with loctite (B)(4) according to the drawing. We are not able to determine the exactly root cause of failure. Therefore this complaint is considered indeterminate from a manufacturing standpoint.